Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code a0414 captures the reportable event sheath torn at distal end.

Event description:
It was reported that a nitinol retrieval coil device was used during a holmium laser lithotripsy for ureteral calculi procedure. It was reported that the device could not be deployed normally inside the patient, and it was taken out. However, it was found that the tip of the basket was fractured. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code a0414 captures the reportable event sheath torn at distal end. Block h11: investigation results the returned stone cone was analyzed, and a visual evaluation noted that the coil was received in close state. It was also noted that the blue sheath was pushed passed the distal stop. Functional examination was performed and upon opening the coil it could not be done due to resistance. With all the available information, boston scientific concludes that the reported event of sheath torn material was not confirmed. Based on the investigation, there was no torn material along the body of the device; however, the sheath was extended past the distal stop. It is likely that while testing the device before use after it was unpacked, excessive force on the outer sheath caused it to extend past the positive stop, this contradicts the instructions to advance the sheath to the positive stop, and the coil was not able to open or close. Taking all available information into consideration, the most probable cause of this complaint is unintended use error caused or contributed to event, indicating that interaction between the user and the device caused or contributed to the error.

Event description:
It was reported that a nitinol retrieval coil device was used during a holmium laser lithotripsy for ureteral calculi procedure. It was reported that the device could not be deployed normally inside the patient, and it was taken out. However, it was found that the tip of the basket was fractured. The procedure was completed with another of the same device with no patient complications.